Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Additional information provided from the field indicated surgical intervention was performed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. Testing during the procedure was unable to reproduce any abnormalities. The rv lead remains implanted and in service. No additional adverse patient effects were reported.